Manufacturer narrative:
The following devices were also listed in this report: tridentii tritanium multi 58f; cat # 709-04-58f; lot # 69271801a. Modular dual mobility insert; cat # 626-00-46f; lot # 69386604. 6.5mm low profile hex screw 25mm; cat # 7030-6525; lot # 93ve. 6.5mm low profile hex screw 25mm; cat # 7030-6525; lot # 6cua. 6.5mm low profile hex screw 25mm; cat # 7030-6525; lot # 5j4. 6.5mm low profile hex screw 20mm; cat # 7030-6520; lot # 83m. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: patient had a left primary tha outside of cors scope. Patient had instability, was revised on (B)(6) 2019. (Entered cors). All components where exchanged. Patient presented with pji, had 2nd, revision on (B)(6) 2024. All components were exchanged.